Event description:
Boston scientific crm received info that this right ventricular (rv) lead experienced a perforation. This lead was successfully repositioned. No adverse pt effects have been reported.